Event description:
When the aortic balloon was inflated to seat the proximal attachment system this resulted in a tear on the wall of the aorta. The infrarenal abdominal aorta was very thin walled and would not hold sutures and since an anastomosis could not be completed the pt expired.